Event description:
The spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a guide wire assembly, ars , and catheter. Visual examination revealed one kink/bend in the guide wire. No other defects or anomalies were detected. The returned guide wire contained one kink 348 mm from the proximal end. The total length of the guide wire measured to be 455 mm which is within specifications of 450-458 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.790 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The IFU also states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was able to advance through the returned ars and catheter with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked about the tip of the catheter within the vessel." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked along its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.